Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('focal particles of foreign body material') in an adult female patient who had essure (batch no. C03094) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included nabothian cyst, uterine cervical metaplasia and cervix inflammation. Concurrent conditions included gastroesophageal reflux disease. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage and pelvic pain outcome was unknown. The reporter considered device breakage and pelvic pain to be related to essure. The reporter commented: insertion detail: essure hysteroscopic bilateral tubal occlusion. Insertion of bilateral essure fallopian tube micro-inserts for permanent sterilization. She tolerated the procedure well, stating she had only mild cramps at most. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage. Most recent follow-up information incorporated above includes: on 19-may-2021: medical record received: case category upgraded to serious incident. Event 'focal particles of foreign body material', removal date, action taken with drug, medical history, reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('focal particles of foreign body material') in an adult female patient who had essure (batch no. C03094) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included nabothian cyst, uterine cervical metaplasia and cervix inflammation. Concurrent conditions included gastroesophageal reflux disease. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage and pelvic pain outcome was unknown. The reporter considered device breakage and pelvic pain to be related to essure. The reporter commented: insertion detail: essure hysteroscopic bilateral tubal occlusion. Insertion of bilateral essure fallopian tube micro-inserts for permanent sterilization. She tolerated the procedure well, stating she had only mild cramps at most. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage, pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-jun-2021: update of quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('focal particles of foreign body material') in an adult female patient who had essure (batch no. C03094) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included nabothian cyst, uterine cervical metaplasia and cervix inflammation. Concurrent conditions included gastroesophageal reflux disease. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage and pelvic pain outcome was unknown. The reporter considered device breakage and pelvic pain to be related to essure. The reporter commented: insertion detail: essure hysteroscopic bilateral tubal occlusion. Insertion of bilateral essure fallopian tube micro-inserts for permanent sterilization. She tolerated the procedure well, stating she had only mild cramps at most. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jun-2021: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.